Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she has had blood glucose levels ranging from 250 to 400 mg/dl. The customer was in the hospital last summer. Her heart stopped and kidneys shut down twice. She now has a pacemaker. Customer also reported bent infusion set cannulas. High blood glucose troubleshooting was declined. Her blood glucose level went down to 242 mg/dl. No products were replaced or returned for analysis.